Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, poor thresholds were observed on the pacing lead. The lead was explanted, and when visually inspected, the helix was found to be bent. The procedure was completed with a replacement lead. No patient complications have been reported as a result of this event.